Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No failed battery test alarm and no unexpected battery power loss anomaly noted during test. Device received with broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had damage and failed battery. The customer¿s blood glucose level was 99 mg/dl. Customer stated that they had changed the battery and received failed battery. Th customer reported that they had damage on the compartment. It was reported that they had damage on the reservoir compartment and it was not able to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.